Event description:
In january 2006, the lay user/pt contacted lifescan alleging that his one touch basic was reading erratically. In 4 days later the pt obtained meter readings of "197, 347, 360 and 320 mg/dl" performed within 10 monites apart from each other. At the time of testing. The pt was feeling dizzy and nervous and then took some oral medications (type/dosage unk). After getting the high readings, the pt went to the hospital where he was treated with an IV (type/dosage unk). The customer care advocate (cca) verified the following: the meter was set up correctly, the pt was using proper testing techniques and the test strips were on good condition. However, the cca discovered that the pt was using incorrect technique to clean the meter. Quality control tests (check strip and control solution) were not run because they were not available. The meter, test strips, and control solution were replaced. Based on the provided information, this complaint is being reported because the pt obtained relatively high readings with symptoms, took oral medications on his own, and was taken to the hospital where he received medical treatment.